Manufacturer narrative:
Note: as of (B)(4), 2009, olympus - diagnostic systems group, was acquired by beckman coulter, inc. The event is under investigation at the MFR. The customer reported that after the hosp questioned the glucose results, all pt samples were repeated for glucose on another au2700 analyzer. Customer (laboratory) reports that no medical action was taken. This event is being filed in an excess of caution.

Event description:
Customer reported that multiple corrected reports were issued for glucose.